Manufacturer narrative:
Irn# (B)(4). 2026-01-30 update: device was evaluated and the imdrf codes adjusted. This case is considered as closed. If further information becomes available an update will be sent to the agency.

Event description:
Irn# (B)(4). Incident occurred in germany. Tentitive translation: it was not the cannula but the introducer that slipped out of the connector after use - the adhesive had come loose. The end of the introducer was still protruding from the patient, so the cannula could be removed with tweezers. No further treatment was necessary - the patient is doing well.

Manufacturer narrative:
(B)(4). Investigations are ongoing. Final evaluation can be found in the following report.

Event description:
(B)(4). Incident occurred in germany. Tentative translation: it was not the cannula but the introducer that slipped out of the connector after use - the adhesive had come loose. The end of the introducer was still protruding from the patient, so the cannula could be removed with tweezers. No further treatment was necessary - the patient is doing well.